Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted by biomed for troubleshooting support to report that the instruments on universal surgical manipulator (usm4) were not recognized. Prior to the call, they reseated instrument and sterile adaptor without improvement. They have tried three different instruments but same behavior. They have replaced the drape, but issue persisted. Tse checked logs and found several instances of error 22020 pointing to an issue with the discs on the carriage. The customer informed tse that they are continuing and finishing the procedure with three arms without impact. No more troubleshooting was possible at this time. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. Biomed called back after completing the surgery to perform more troubleshooting. Tse asked customer to check the movement of all discs on the usm4 carriage. It was stated that one disc was stuck. After reinstalling the drape and the instrument, the customer was able to install an instrument two times. The third time, the problem returned and the instrument was no longer recognized. Tse informed customer that usm4 needed to be replaced. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arm 4 did not react like others during deploy/stow steps. The arm was misaligned with no ports placed. There was no impact during the procedure itself. During the first procedure, the instrument had to be inserted and removed several times before it was recognized. Then, during the second procedure, when the instrument was introduced, the arm rejected it. When the biomedical department was called, they noticed a rolling noise when the arm was being manipulated.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4). The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the usm4 to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm4) was returned for failure analysis and the reported instrument on arm not recognized was confirmed but not replicated. System logs found 22020 indicating instrument engagement issues on carriage, confirming the reported event. A visual inspection found no issues to be related to the reported event. The usm was installed onto a golden system and a patient side cart fixture test platform (pftp) where the component functioned as expected and all relevant tests assed within specification. The complaint was confirmed based on failure analysis. Failure analysis concluded that the carriage axes controller, carriage interface (acci) and radio frequency identifier (rfid) were found to be the potential root causes of the reported event which likely caused by an operational problem within the usm.

Event description:
Refer to h11 for follow-up information.